Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted.

Manufacturer narrative:
Continued e1 (fax number): (B)(6). Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior, striated broken on posterior, missing shell and black particles in the shell. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp broken on posterior side assessed as an unidentified (tear) opening. A striated broken on anterior side assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional later reported "textured implant." The device has been explanted.